Manufacturer narrative:
The ventilator was examined by our field service engineer after the event. The pre-use checks were successful and the ventilator functioned without problems on a test lung. The logs were downloaded. The ventilator was returned to service after running on a test lung for one day. No parts were replaced. The exact time of occurrence for the event is unknown but the event logs that cover 26 hours has 8 ventilation periods of varying lengths. Apart from the different pressure regulated modes of ventilation, in some ventilation periods there were also alternations between invasive and non-invasive ventilation, therefore it is unknown whether the patient was intubated or not. The logs contained low expiratory minute volume alarms. The logs also contained low expiratory minute volume alarms. The logs also contained the vt insp. Over-range and insp. Flow over-range alarms, these two indicate leakage. The trend log that shows the measured values covers only the last 1 1/2 hours of ventilation. The measured inspiratory volumes varied between 0 and 180 ml/breath and the expiratory tidal volume varied between 0 and 0.6 ml/breath. The pressure levels were stable. There are on technical error codes in the logs and the pre-use checks prior to and after the event were successful. The conclusion in the matter is that there was no ventilator malfunction. The low expiratory minute volume alarms were caused by leakage. This resulted in the reported issue of readings that were not showing i.e measured with the zero values. The stable pressure values indicate that the ventilator was working.

Event description:
It was reported that the tidial volume readings were not showing on the screen while the ventilator was connected to a patient. The ventilator was replaced with another one. There was no patient harm. (B)(4).